Manufacturer narrative:
Note that this report is due to a legal notice that contained the complaint that ge healthcare became aware of on 6/23/2016. Patient weight and age are not available at the time of MDR filing. The device identification number is not available at the time of MDR filling. The initial reporter name and occupation are not available at the time of MDR filing. Report source other: legal notice. The date of device manufacture is not available at the time of MDR filing. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
A notice was received alleging that a patient's head was compressed while being placed into the mr scanner bore. It was also reported that the patient was seen in the emergency department and diagnosed as having a brain concussion. The patient also claims to have suffered hearing loss however this has not been confirmed by a physician.

Manufacturer narrative:
The user facility was contacted on july 11, 13, 15, 19 and 25, 2016, in an effort to obtain device information. No device information was received. The investigation by ge healthcare has been completed. There are two ge mr systems at the user facility. It is unknown which system was involved in the alleged incident. As per service records, preventative maintenance was current for both systems. The plaintiff alleges that once placed in the mr, the tube appeared to taper and plaintiff was wedged and compressed in the bore. The system has a cylindrical patient bore, open at both ends, with in-bore lighting and ventilation system. The bore does not taper. Investigation is inconclusive given insufficiency of information.